Manufacturer narrative:
For one of the pending events, the investigation found the environmental conditions were outside of the manufacturer´s specifications as the humidity in the laboratory was below 20%. A too dry atmosphere may have impact on the function of the (lld) liquid level detection which can cause pipetting errors. There was no malfunction of the device. For one other of the pending events, based on the information provided the reagent performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined. Follow up actions: the field service representative completed instrument performance testing; no issues were observed. For one other of the pending events, the investigation determined the customer was not used the required rack adapters for 13 mm tubes. There was no malfunction of the device.

Manufacturer narrative:
For 10 events, the investigation did not identify a product problem. The cause of the event could not be determined. For 3 events, the investigation determined the service actions resolved the event. For 3 events, the investigation is ongoing. The follow up actions were: 1 event: the field service engineer replaced the sipper tube and adjusted the sample/reagent probes. 1 event: a field engineering specialist performed maintenance on the analyzer and replaced the measuring cell. While performing the photomultiplier tube high voltage adjustments, he noticed that the signals were not stable. Due to this problem and the overall age of the instrument, the customer decided to take the analyzer out of service. 1 event: the field service representative replaced the sipper probe, decontaminated, aligned the sipper probe, and ran qc and precision testing. 1 event: the customer replaced pinch valve tubing. Service checked the system over the phone with the customer and the sample and reagent pipetter appeared to be in good condition and was pipetting from the center of the tubes. 1 event: service determined there was an issue with the measuring cell. The measuring cell was replaced, along with the sample/reagent probe. Photo multiplier tube and blank cell tests were performed and were within specification. Operational checks passed and the customer performed calibration and controls, which were within their specifications. 1 event: the field service representative found the sample tubing was damaged and was not on the pulley assembly. He replaced the sample tubing and performed various checks and adjustments. 1 event: the field service engineer checked the instrument. The instrument was de-installed from the laboratory. 1 event: the field service engineer ran an instrument performance test with acceptable results. No issues were identified. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial #: (B)(4).

Event description:
This report summarizes <noe>16</noe> malfunction events. Questionable non-reproducible results were generated by the cobas e411 rack analyzer. The events involved a total of 24 patients with the following: 6 elecsys ft4 iii assay, 2 elecsys prolactin assay, 1 elecsys elecsys tsh assay, 1 elecsys insulin, 1 elecsys vitamin d, 1 ck-mb stat, 4 elecsys hcg + beta test system, 1 elecsys pth stat immunoassay, 1 elecsys hcg test system, 1 elecsys estradiol iii assay, 1 elecsys ca 19-9 immunoassay, 3 elecsys probnp ii immunoassay, 1 elecsys syphilis. The known patient's age was (B)(6) years. There were known to be 3 female patients.